Manufacturer narrative:
According to the customer, when removing the bandage it, "ripped off my husband's skin" and required "a trip to the doctor to get an antibiotic." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has been requested to be returned for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when removing the bandage it, "ripped off my husband's skin" and required "a trip to the doctor to get an antibiotic.".